Manufacturer narrative:
The device was evaluated by olympus. The evaluation found peeling off of the coating on the insertion section (greater than or equal to 1 square millimeter) due to deterioration. Addition evaluation findings are as follows: air/water leakage from the insertion tube/bending section due to being pierced/cut or scratch; leaking from the body control unit due to loosening/deformed/damaged parts; damage to the eyepiece section due to physical stress; defects to the control body due to chemical stress during cleaning, disinfection and sterilization; cleaning brush caught due to buckling and deformation of the channel; defects of the insertion tube - non bending section due to physical stress; bending rubber is stretched and sticks to protuberances and hollows on the skeleton of the bending section due to stress caused by excessive squeezing. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model lf-dp, tracheal intubation fiberscope to olympus for repair due to a report of an "air/water leak." Upon inspection and testing of the returned device, peeling off of the coating on the insertion section was found (greater than or equal to 1 square millimeter). This report is submitted due to peeling off of the coating on the insertion section (greater than or equal to 1 square millimeter). As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 22-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress during operation, external factors, or handling. It is recommended that the user facility take instruction pertaining to the operating environment and handling of the device. Olympus will continue to monitor field performance for this device.